Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is related to a netherlands patient. It was reported the patient had been receiving inadequate therapy due to high impedance. As a result, the patient's lead was explanted and replaced (with two different model leads). Surgical intervention addressed the patient's issue.